Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided: catalog number, lot number and expiration date - unknown; date implanted - unknown; 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.(B)(4)

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient underwent a re-radical debridement due to infection of the internal prosthesis on (B)(6) 2010. Patient was scheduled for a re-implant on (B)(6) 2010 but was cancelled due to clinical concerns and abscess on abdomen. It was stated that patient felt the open wound in the left groin needed to heal before proceeding with re-implant. Patient expired(B)(6) 2010. No further information has been provided.

Event description:
It was reported that patient underwent left total knee arthroplasty in 2009. Subsequently, patient underwent a re-radical debridement due to infection of the internal prosthesis on (B)(6) 2010. Patient was scheduled for a re-implant on (B)(6) 2010, however, the procedure was cancelled due to clinical concerns and abscess on abdomen. It was stated that patient felt the open wound in the left groin needed to heal before proceeding with re-implantation. Patient expired (B)(6) 2010. No further information has been provided.